Event description:
Follow up information received from the patient reported that they continued to have no therapeutic effect as they were still wetting their bed , pants, and buying pads. The patient had met with the manufacturer¿s representative and was told they had tried all programming options but none of them were working. The patient had an appointment with their managing healthcare professional (hcp) at the beginning of feb. It was recommended that they ask their hcp what the next appropriate steps will be. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for circumstances that led to the feeling of stimulation going away after adjusting it, the patient replied that they were very dissatisfied and that they¿ve had it for about 1 year. The patient stated ¿I had a surgery ¿(B)(6)¿ and since then they could not adjust. The patient reported that they¿ve been to the health care physician (hcp) office and the hcp also tried. The patient again stated that they were ¿very disappointed.¿ on (B)(6), the patient left a voicemail stating the reason why they were calling, not only because they received a letter from the manufacturer company but that they have been having a lot of problems and they have not been getting a lot of answers. The patient continued they¿ve had ¿problems,¿ they had it put in about ¿a year ago¿about six months ago¿ and they were having difficulty. They stated that they have been to their hcp several times and that the manufacturer representative (rep) came out and met with the patient and now they were still having problems, if not worse. The patient said that they have been calling their hcp since monday and that they did not know what to do. The patient requested a response as they didn¿t even have an urge to go to the bathroom, that they just ¿wet¿ their ¿pants and wet the bed.¿ there were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were having ¿problems¿ and that they had been ¿going every two hours.¿ the patient continued that they weren¿t able to make it to the toilet and that they were wetting their pants. The patient mentioned that they had a ¿big surgery two weeks ago ,¿ (the patient confirmed the surgery was unrelated to their device/therapy,) and stated that the stimulation had been turned off for the surgery. The patient later clarified that this had been ¿about a week ago,¿ and stated that they did not turn back on the stimulation following the surgery. The patient stated that since then, their health care physician (hcp) had turned the stimulation back on but that their symptoms had not improved despite turning the stimulation back on. The patient further clarified that everything had been ¿perfect,¿ until they went to the hospital for the surgery. The patient stated that they turned off stimulation at that time and they ¿messed it up.¿ the patient further clarified that they were referring to the return of symptoms that they had been having since then. The patient stated that the night prior to the call that they had been ¿going every 2 hours¿ and ¿wetting¿ their pants. The patient inquired why their symptoms were worse during the night than during the day. Patient services redirected the patient to their health care physician (hcp) to discuss their medical question. The patient stated that they had the device implanted for bladder control. The patient further clarified that their return of symptoms started ¿about a week ago.¿ while on the call the patient had access to their programmer and it showed that stimulation had been on. The patient stated that they were on program 1 at 0.1v but stated that they had been ¿playing with it¿ prior to calling patient services. The patient inquired what program they had been at prior to calling patient services and patient services redirected the patient to their hcp to discuss programming. The patient noted that their hcp had given them direction to change programs/therapy as needed. It was noted that the patient felt stimulation in the correct bike seat area. The patient then changed to program 4 and increased stimulation to 3.1. The patient confirmed that they could feel stimulation comfortably in their bike seat area at 3.1 v. The patient stated that later during the call that the feeling of stimulation went away after they got used to it. Patient services reviewed stimulation considerations/expectations, therapy considerations with the patient and advised the patient to review any directions previously provided by the hcp and that it took time for the body to respond to therapy, therefore titrations should be discussed with their hcp. The patient was redirected to follow up with the hcp to discuss symptoms and programming. The patient was going to monitor their symptoms now that a change had been made and noted they would follow up with the hcp if it didn¿t resolve. Patient services also provided the patient education on how to turn off the communicator/handset and to exit the my therapy application. The patient confirmed understanding following the education. There were no further complications reported.